Event description:
It was reported that the pt experienced decrease of performance. Programming adjustment was made. However, the problem was not resolved. Testing confirmed that the device was functioning. Explanting the pt's device and reimplanting another device is being considered. Advanced bionics is currently in the process of collecting add'l info. When more info become available, a f/u report will be sent.